Event description:
A nurse reported experiencing vacuum issue and the phaco handpiece was vibrating excessively during a cataract procedure. Add'l info received indicated this event was due to a staff error as the wrong handpiece was chosen and the ultrasound settings were incorrect. The case was completed using the same equipment. The procedure was extended longer than expected. There was no harm to the pt.

Manufacturer narrative:
The company rep examined the system and handpiece operation, with no problems observed. The system was then tested and met all product specs. The company rep noted that the surgeon normally uses a standard phaco handpiece but was given another model handpiece, which the system was not programmed for. A review of the system's event's log for the date of (B)(6) 2013 did not reveal any nonconformity related to the reported event of no vacuum or excessive vibration. However, a system message (sm) - 'selected u/s type hp does not match inserted hp type] was found to have occurred on (B)(6) 2013, which confirms the statements provided by the company rep and customer. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause of the reported event can be attributed to user error as the customer was using an incorrect handpiece with the incorrect settings. (B)(4)